Manufacturer narrative:
Samples were collected in serum tubes. No qc issues were noted. Bci cts (customer technical support) requested that the customer perform a dil test to verify pipettor dilution performance and the testing passed within instrument specifications. A field service engineer (fse) was on-site (B)(4) 2010. Fse performed a system check and carryover test and all passed within instrument specifications. Fse performed the service dil assay procedure and a 20 replicate dil-hcg precision test using all three levels of qc and all testing passed. Fse did not note any hardware issues which would have contributed to the event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding lower than expected (B)(6) results generated by the unicel dxi 600 access immunoassay system for four patients. Subsequent testing produced results within a higher gestational category. No reports of death, injury, or change to patient treatment have been reported in connection with this event.